Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead's screw mechanism failed. It was noted that the physician would not get the screw to extend inside the body. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.